Event description:
It was reported via repair work order that the bed trend would not operate due to a faulty trend motor. It was further reported that the patient right calf support was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.